Manufacturer narrative:
It was reported that "when I plug it in the mist doesn't come up through the hoses to get the medicine in me". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device is not performing as expected.

Manufacturer narrative:
Updated sections b4, d9, g3, g6, h2, h6.